Event description:
Pt alleges three or four times her dr pressed real hard to break up the scar tissue on the right side. Operative report states despite a successful closed capsulotomy, the pt continues to have problems with the capsule on the right side.